Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y-set would not connect to the solution bag. This was found when the care giver was setting up for therapy with an unknown solution bag. The solution bag was not damaged and was able to be used with another y-set. There was no damage to the y-set or the packaging; the threads to the luer connector seemed to be intact. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. No issues were noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.